Event description:
Reporter indicated that vns pt was explanted due to infection. The infection reportedly originated at the pulse generator/pocket area and then traveled up to the bipolar lead/cervical area as well. Both lead and generator were explanted and the pt continues antibiotic therapy post-explant. Re-implant is not scheduled at this time.